Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.a product sample was received for evaluation. Visual inspection revealed wear and tear damage to drain fitting, enclosure, front cover, water tank cover, clamp pole, and line cord. During functional testing, a reservoir was filled with water, temp check was attached to hotline, plugged in the line cord, and turned on power switch to perform safety/electrical testing. The reported problem was confirmed. The root cause was found to be there were cracked damages along bottom of enclosure and drain fitting port. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Additional information in h6.

Event description:
It was reported that the case cracked which caused leaking around the drain port.

Manufacturer narrative:
Corrected data: new information: issue was found during pre-test.